Event description:
Purchased product for wife. After applying product to denture, pt put the dentures in her mouth. They immediately began to "sting/burn" her gums. She removed the dentures, rinsed both her gums and the dentures. No doctor or hospitalization required.